Manufacturer narrative:
Age at time of event: 18 years or older. A 2.75x16mm promus element stent delivery system (sds) was returned for analysis. Based on the potential root causes identified in the fmea and the complaint report, the following attributes were examined: a visual and microscopic examination of the crimped stent found damage to the stent. The ID-section of the stent was damaged with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured using snap gauge ID # g4958 and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 2.75mm x 16mm promus element stent could not pass the lesion and the struts of stent were damaged. The stent was removed with the system and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending artery. The 2.75mm x 16mm promus element stent could not pass the lesion and the struts of stent were damaged. The stent was removed with the system and the procedure was successfully completed with a different device without issue or patient injury.